Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h4 and d4 (expiration date) the device involved was an instrument and does not have an expiry date.  The expiry date reported on the initial was filed in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Examination of the returned instrument confirmed the complaint; some threads were damaged and broke off. Visual examination also found threaded rod was bent. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
When attempting to remove a stem the threads broke. The surgeon removed them from the patient and continued.